Event description:
User experienced fluid leak coming from back of analyzer. Pt samples were not affected and no one was harmed. The field service rep determined the cause to be a blockage in the fluid waste line at floor drain pipe elbow and removed blockage from pipe elbow as well as replaced high concentration waste tubing from overflow container to floor drain pipe elbow. No further leaks were observed.